Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an occlusion alert on an infusion set with contact detach shortly after a full supply change, and after guided troubleshooting the tubing-only change resolved the alert and insulin delivery was resumed, consistent with an obstruction of flow associated with the connector or coupler component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed deformation consistent with an obstruction of flow at the connector or coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.